Manufacturer narrative:
The investigation determined that a (B)(6) results were obtained from a quality control fluid using vitros ahbc reagent with a vitros 5600 integrated system. An assignable cause could not be determined. An unknown fluid handing issue, an unexpected analyzer issue, or an unexpected reagent issue cannot be entirely confirmed or ruled out as a contributing factor to the (B)(6) results.

Event description:
A customer obtained (B)(6) results from level 2 quality control fluid using vitros ahbc reagent with two vitros 5600 integrated systems. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The (B)(6) results were obtained from a quality control fluid. Ortho was not made aware of any (B)(6) patient results obtained and there was no allegation of patient harm as a result of the event. However it could not be confirmed that patient samples were not affected, or would be affected if the events were to recur undetected. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).